Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 158.4 mg/dl. Customer called to report that the belt clip broke and the pump fell on the ground and now the lip of the reservoir tube is cracked. Customer also states that the plastic o ring is out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit received with minor scratches on the display window, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, missing end cap sticker and stained address/serial number label.